Event description:
It was reported that the base area of the backform was detached from the catheter body. It was unable to pace properly after insertion. Another catheter was used and the problem was solved. There were no patient complications reported. (Note: this portion of the product, backform/base is outside of the patient's body).

Manufacturer narrative:
The device was further examined. In order to identify a root cause, sample units were built and slits/cuts were made at various locations of the device. The units were subjected to bending in order to mimic the failure seen; however, we were unable to replicate the breakage.

Manufacturer narrative:
This follow up submission is being provided to communicate the evaluation codes and evaluation results which were unavailable at the time of the initial submission: the catheter was returned with the introducer sheath. The catheter and leadwire were broken at the edge of the y-adaptor. The edges of the cuts were jagged. The lead wire had a loose wave, but was not twisted. The catheter body was broken from the backform . Cross surfaces of the broken catheter body were rough and uneven. There was no indication of the catheter body being stretched. The portion of the catheter that is broken is outside the patient. Although the tubing and wire are broken, the break is not at a bond area. There is no evidence of the catheter being stretched, the break appears to be more of a "snap" break. There are no indications of a manufacturing defect. If the catheter was broken in this manner prior to use, the clinician would not have been able to prep or insert the catheter. The most likely cause for the damage is mishandling of the catheter.